Event description:
It was reported that the stent was stripped off. A 4.00 x 48mm synergy and guidezilla ii were selected for use. During the procedure, the stent was advanced through the guidezilla, however, the stent was stripped off. The guidezilla and stent were removed together. The procedure was completed with a different device. There were no patient complications reported post procedure.